Event description:
It was reported that during a laparoscopic tubal procedure they could not get anything to go through the device. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.